Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. Inspection of the patient history buffer (phb) data found that the estimated glucose values (egv) transitioned from -5 to -3 and -4 for the beginning of runtime, indicating the pod had issues connecting with the continuous glucose monitor (cgm), though, the pod and cgm were able to reconnect and run as expected for the remainder of runtime. No damages or deficiencies were observed in the pod that would contribute to the reported pod-cgm pairing issue event. No problem was found regarding the reported pod and cgm communication error event.

Manufacturer narrative:
(B)(6) 2026: corrected field, h3 to yes.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that they had placed the pod too close to the dexcom g7 and was not receiving values from the sensor. The patient also reported being unsure if the cannula was properly seated in the infusion site. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.